Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that after the patient went swimming the pump and battery were hot. The family member reported that the pump was not hot enough to burn or harm her. The family member reported that there was water in the pump as water was pouring out of the missing audio bolus button and there was moisture behind the screen.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was observed to be detached from the pump and the buttons was found to be leaking. The pump would not power on. The pump was opened and internal moisture damage was confirmed on the power flex, vibration motor and pcb assembly. No further testing could be performed due to the pump being unable to power.